Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned products was visually inspected and no obvious defects were found that would contribute to the reported event. The product tested on a calibrated console and an infusion error occurred indicating an infusion flow error. Analysis of the straight-through connector on the infusion cannula assembly identified a blockage in the flow path caused by excess molded material (flash). The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming, prior to surgery. The infusion cannula assembly 'straight through connector' is a supplier-produced molded component. The straight-through connector is a supplier-produced molded component. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The investigation determined that the reported infusion flow error was caused by a blockage within the straight-through connector of the infusion cannula assembly. The root cause of the customer¿s complaint was identified to be insufficient draft on the core pin which led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash. This excess molded material partially occluded the bore, restricting flow and leading to the customer¿s experience during priming. The straight-through connector is a molded component supplied by an external manufacturer. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be ran at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that auto infusion valve (aiv) could not be opened, and no gas enters the eye during the gas exchange step of vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).